Event description:
Alarm on the rental arctic sun machine stated to check flow and lines. No kinks found. Rep called and doctor notified. One set of valves was found to not be working properly on connection pads. New machine was sent. Rep contacted provided how to trouble shoot and continue. Machine valves repaired on site.====================== manufacturer response for artic sun temperature system, artic sun temperature system======================called rep and troubleshooting was performed over the phone.